Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. The used sample was leak tested to 45 psi using a hydrostatic pressure pump. A leak was observed from the filter inlet tubing junction during the pressure ramp, at 1.5 psi. The probable cause of the leak was due to insufficient solvent coverage error during assembly in tijuana.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a liquid leak from the filter area while in use at the behringer site. The event occurred during use. There was no reported patient harm/adverse event.